Event description:
It has been reported to company that the occlusion ballon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 4.5 mm to occlude the vessel. The physician inserted a pre-dilatation balloon and pre-dilated the vessel. The physician removed the dilatation balloon and inserted a stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon but it would not deflate. The physician attempted to realign the wire in the adapter and still no success. The physician cut the hypotube per the instruction for use and the occlusion balloon deflated. The device was removed and the pt is reported to be fine.